Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins). Patient reported shocks to her heart area only when she laid on the right side of her body. Patient stated she thinks it was 1994-1996. Patient stated it seemed to always happen just as she was starting to doze to sleep. Patient stated it didn't matter if the implantable neuro stimulator (ins) was turned on or off it would happen either way. Patient thought it was related to her ins interacting with her adjustable electrical bed. Patient stated she found out that it was programmed for 2 leads instead of one lead and that was causing the shocking. Patient stated once they changed the shocking stopped.